Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated. During the evaluation, it was found that the mixing pump was damaged. Mixing pump was replaced. The device passed the procedure and can be placed back into normal use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Initial reporter zip code provided: (B)(6). Initial reporter phone number provided: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow in an arctic sun device. Per review of wo on 17aug2024, there was no patient involvement. Per follow up information received via email on 22aug2024, during the sample evaluation the circulation pump, mixing pump and heater were replaced.

Event description:
It was reported that there was a low flow in an arctic sun device. Per review of wo on 17aug2024, there was no patient involvement. Per follow up information received via email on 22aug2024, during the sample evaluation the circulation pump, mixing pump and heater were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.